Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/18/2018. The returned product appears in normal condition. No white material was found in the tubing. Lab found liquid in the tubing which suggests it was irrigated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Correction on the lot number. Originally, we reported the lot number as unknown. However, the lot number was clarified as acg13946 on october 9, 2017. The device history record, manufactured date and expiration date have been provided. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with three smartablate pump tubings. During the procedure and after opening the package of the smartablate pump tubing, white powder was found in the tubing. Same issue occurred a total of three times in this procedure. The procedure was successfully completed with the fourth tubing and no patient consequence was reported. Response received confirmed that the issue was noticed before using any of these products on the patient. Upon receipt, the product was visually inspected and it was found in normal conditions. Flow test was performed and the product passed all specifications. No error or bubble was found in the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with three smartablate pump tubings. It was reported that during the procedure and after opening the package of the smartablate pump tubing, white powder was found in the tubing. Same issue occurred a total of three times in this procedure. The procedure was successfully completed with the fourth tubing and no patient consequence was reported. Response received confirmed that the issue was noticed before using any of these products on the patient. The event was assessed as a reportable malfunction for all three smartablate pump tubings. If material was found inside the tubing, the material can cause embolism or stroke.